Event description:
The insulation on the probe melted and the ceramic ring dislodged from the device during a rotator cuff repair. The portal incision had to be widened to attempt to retrieve the ceramic ring but the ring could not be retrieved. It is unk, however, if the ring was retrieved by suction and unnoticed by the surgeon.